Event description:
It was reported that the customer was experiencing high blood glucose. The mother stated that they noticed the piston on the insulin pump was not hitting the back of the reservoir, which caused to rise the customer's blood glucose. Troubleshooting was performed. It was stated that the customer was on multiple daily insulin. Ran a fixed prime and a detachment test and the insulin device passed the tests. Performed high pressure test twice and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.